Event description:
It was reported that a revision suregery was performed for pain and loosening.

Manufacturer narrative:
.

Manufacturer narrative:
There was evidence of bone cement and interdigitation on the returned tibial tray and femoral component grit blasted surfaces. The bone cement was well bonded and no signs of loosening were observed with the application of force. The edges of the tibial baseplate and femoral component showed scratching and gouging, which were most likely sustained during removal. The insert showed no visual signs of gross wear on the articulating surface. Based on the visual examination no damages on the components that could cause knee pain or instability were noticed.